Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per onkos surgical: has a custom intercalary tibial prosthesis. Surgeon suspects that there might be a broken midshaft component (e.g. Bolt). Left side. Update: as per surgeon, "there is a clunk in the middle of the implant when extending the leg. It appears well fixed at both ends into the bone and the movement appears to be at the level of the connection between the proximal and distal halves of the implant. My working theory is that the proximal connecting bolt is intact, but the distal one has broken and there is slight rotation in the sagittal plane around the proximal bolt. There is very little to see on x-rays apart from a very slight step on the lateral side of the implant that was not there previously."